Event description:
It was reported that the health care professional (hcp) called technical services (ts) with a suspicion of loss of capture (loc) on the left ventricular (lv) lead of this cardiac resynchronization therapy pacemaker (crt-p) system. The hcp requested device evaluation from technical services (ts). Ts reviewed the presenting electrogram (egm) and lv loc was suspected but not able to be confirmed. Ts observed intermittent premature ventricular contraction (pvc) and a decrease in lv pacing rate from 90% to 77%. Ts advised hcp for further threshold test with a surface electrocardiogram (ECG) to be considered and recommended programming optimization options. At this time, the lv lead remain in service. No adverse patient effects were reported.